Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle there was an unknown stain and a molding defect on one syringe. There was no patient impact reported. The following information was provided by the initial reporter: "the emsn's needle bevel tip has an unexpected barb and unknown stain. Emsn 22g: lot 2290819 * 1."

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes, d.10 returned to manufacturer on: 20-jul-2023. H.6. Investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for damaged needle point with the incident lot was observed. The failure mode of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged needle point. Bd was not able to identify a root cause for the indicated failure mode. This complaint could not be confirmed for foreign matter. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle there was an unknown stain and a molding defect on one syringe. There was no patient impact reported. The following information was provided by the initial reporter: "the emsn's needle bevel tip has an unexpected barb and unknown stain. Emsn 22g: lot 2290819 * 1."